Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that tip break occurred. The patient underwent multiple interventional procedures, such as inferior vena cava angiography and filter placement, right lower limb venography, intravenous thrombolysis. An angiojet solent omni was selected for thrombectomy procedure. During the procedure, it was noted that the angiojet solent omni catheter failed to pass smoothly through the non-bsc vascular sheath. Upon removal, it was found that the tip of the catheter was become wrinkled and ruptured. The device was replaced and there were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). A1: patient information- updated. E1: initial reporter - updated.

Event description:
It was reported that tip break occurred. The patient underwent multiple interventional procedures, such as inferior vena cava angiography and filter placement, right lower limb venography, intravenous thrombolysis. An angiojet solent omni was selected for thrombectomy procedure. During the procedure, it was noted that the angiojet solent omni catheter failed to pass smoothly through the non-bsc vascular sheath. Upon removal, it was found that the tip of the catheter was become wrinkled and ruptured. The device was replaced and there were no patient complications as a result of this event. It was further reported that the device was directly removed and was removed intact from the patient.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). A1: patient information- updated. E1: initial reporter - updated. Device evaluated by MFR: the device was returned for analysis. Visual inspection of the returned device revealed two sections of kinking in an accordion pattern between 0.7cm to 5.0cm and 19.5cm to 26.0cm from the tip as well as a twist in the device tip at the thrombosis intake holes. The return also included an introducer sheath that matches the description of the reportedly used sheath. A wire insertion test was performed, and the catheter was able to pass along a 0.035-inch guidewire without issues. The device was inserted into the introducer sheath provided in the return, and the catheter was able to pass through the sheath without issues. The shaft was measured at several points with a digital caliper and was found to be within the listed maximum diameter of 2.0mm/6fr.

Event description:
It was reported that tip break occurred. The patient underwent multiple interventional procedures, such as inferior vena cava angiography and filter placement, right lower limb venography, intravenous thrombolysis. An angiojet solent omni was selected for thrombectomy procedure. During the procedure, it was noted that the angiojet solent omni catheter failed to pass smoothly through the non-bsc vascular sheath. Upon removal, it was found that the tip of the catheter was become wrinkled and ruptured. The device was replaced and there were no patient complications as a result of this event. It was further reported that the device was directly removed and was removed intact from the patient.